Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer's blood glucose level at the time of incident was 132mg/dl. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the displacement, rewind, basic occlusion and unexpected restart error tests. The pump passed all operating currents tested within the specification range, and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump had a rattling/grinding noise when the vibrator motor was activated due to the vibrator motor adhesive not adhering to the case. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.